Event description:
Boston scientific received information that this patient's remote monitoring system displayed a blinking red light which indicates a red alert has been generated and not communicated. The red alert was due to shocking impedance measurements greater than 125 ohms. The clinic will continue to follow this patient and has set up a three month follow-up at a clinic convenient for the patient as well as a remote monitor check. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted. This product issue will be updated if additional information is received.